Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient regarding patient's implantable neurostimulator (ins). It was reported that they were seeing power on reset (por) message on the recharger. Patient has not had any scans or radiation treatments recently. Caller was successfully walked through clearing the message on the programmer, that indicated that ins needed to be charged. No symptoms reported.